Manufacturer narrative:
Correction b5. Complaint non reportable. Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information and in the absence of device return, we cannot confirm the root cause of the reported clinical observation. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, the patient from this subcutaneous implantable cardioverter defibrillator (s-ICD) reported that this device has been experiencing telemetry issues. The technical services (ts) advice to contact hospital for check configuration of device. It was confirmed that the issue was able to be resolved, and telemetry was reestablished. The device was put in magnetic resonance imaging (MRI) protection mode. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient from this subcutaneous implantable cardioverter defibrillator (s-ICD) reported the device being operating in safety mode. The technical services (ts) advice to contact hospital for check configuration of device. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction b5. Complaint non reportable.

Event description:
It was reported that, the patient from this subcutaneous implantable cardioverter defibrillator (s-ICD) reported that this device has been experiencing telemetry issues. The technical services (ts) advice to contact hospital for check configuration of device. It was confirmed that the issue was able to be resolved, and telemetry was reestablished. The device was put in magnetic resonance imaging (MRI) protection mode. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the patient from this subcutaneous implantable cardioverter defibrillator (s-ICD) reported the device being operating in safety mode. The technical services (ts) advice to contact hospital for check configuration of device. This s-ICD remains in service. No adverse patient effects were reported.